Event description:
Reportedly, there were no staples in the roticulator. They fired on the tissue, cut away from the anvil and released the stapler and there were no staples. The surgeon sewed to complete the case.